Event description:
Had a hip replacement, metal-on-metal, stryker brand. After 12 months, started having more pain, soreness, trouble walking, sleeping, working, daily life. Cognitive problems, general malaise.